Event description:
It was reported to boston scientific corporation, that during preparation for uroscopy, a uromax ultra dilatation balloon was opened for use. According to the complainant, the packaging was opened and there was a hair inside the packaging. The procedure was completed with another uromax balloon and there were no patient complications.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The device history record review confirms that this device met all material, assembly, and performance specifications.